Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report number 2015691-2019-03687. (B)(4). Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the devices were not returned for evaluation as they were discarded by the site. As reported, circumferential calcification of the stj was the suspected cause of the balloon burst. The resulting burst balloon material was the likely cause for the difficulty withdrawing the sheath into the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A 26mm sapien 3 valve was deployed in the native aortic position via tf approach. During post dilation of the valve, the commander delivery system balloon ¿broke.¿ circumferential calcification of the stj was the suspected cause of the balloon burst. During withdrawal of the delivery system, the balloon material would not come back through the esheath and the ¿esheath liner tore¿. A cut-down was performed to remove the devices. The balloon burst was fully inflated. 1cc of additional inflation volume was used to post-dilate the valve. The valve was fully expanded. The pictures provided show the esheath liner was delaminated.